Manufacturer narrative:
H.6. Investigation summary: two loose 10ml syringes and a single opened package from batch #9170934 (p/n 302995) were received. The samples were visually evaluated. Both syringes were observed to have long cracks outside the scale markings. The cracks extended from the edge at the bottom of the barrel lengthwise down to equivalent of 7ml markings on one sample and 9ml markings on the other sample. Potential root cause for the cracked barrel defect is associated with the assembly process. During production of the reported batch, an issue was identified and additional measures were taken to assure release of the product. No corrective actions are necessary based on the defective rate identified. Batch 9170934 is considered in compliance with our product specification requirements. H3 other text : see section h.10.

Event description:
Material no.: 302995 batch no.: 9170934 it was reported that during use of the bd syringe 10ml ll two of the syringes the staff went to use were cracked and the saline was leaking through the side of the barrel. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: two of the syringes the staff went to use were cracked and the saline was leaking through the side of the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 302995 batch no.: 9170934. It was reported that during use of the bd syringe 10ml ll two of the syringes the staff went to use were cracked and the saline was leaking through the side of the barrel. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: two of the syringes the staff went to use were cracked and the saline was leaking through the side of the barrel.